Manufacturer narrative:
The customer was experiencing calibration issues.the customer technical service (cta) had the customer verify the reagent pack and discard it as some of the vitamin b12 reagent packs were mislabled. Bci has issued a corrective action for this issue. Report # (B)(4) was sent to the (B)(4) on march 24, 2010.

Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously elevated results for vitamin b12 generated by the unicel® dxc 600i synchron® access® clinical system for six patients.the original results for all the six patients were >1500 pg/ml.the erroneous results were reported outside of the lab.upon repeat, the results were lower and corrected reports were sent to the odering physicians.no reports of death, injury, or change to patient treatment have been reported in connection with this event.